Manufacturer narrative:
Additional pro codes: krd/hcg. Concomitant products: sheath introducer (envoy). Micro catheter (10 excelsior sl, stryker). The product will not be returned for analysis; however, a device history record review is currently being conducted and the results are not yet available. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that an orbit galaxy coil (640cx0408/ 17502672) was used during a coil embolization procedure of an aneurysm at the ic pc where resistance was encountered in the microcatheter and the coil failed to detach. After embedding the first microcoil (5mm x 10cm), the complaint coil was inserted into the 10 excelsior sl microcatheter. Resistance was encountered during insertion; however it was able to be advanced to the target lesion. The physician then attempted to detach the coil, but the coil could not be detached, even with alternative detachment. Therefore, the complaint coil was removed and replaced with a new microcoil (same size, different lot number). Reportedly, the physician stated that something was wrong with the complaint product as it also felt stiff. The complaint product was able to be detached outside of the patient. The patient¿s vessel level of tortuousness and calcification were unknown. The procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to and after the event. No unintended detachment was observed in the vessel or in the micro catheter. The product has already been discarded and not available for investigation. No further information was available.

Manufacturer narrative:
The DHR review was completed on 2/1/2017. Conclusion: the device was not available for analysis. Review of DHR for lot 17502672 found that 1 rejected unit (damage pebax-coil loading) may be related to the reported complaint; however, the DHR review confirmed that the rejected unit was properly segregated and discarded. Controls are in place to detect such nonconformities. There were no other issues noted that were considered potentially related to the reported complaint. The resistance within the microcatheter and coil failure to detach could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, procedural/handling factors may have contributed to the event as well as the concomitant non-codman microcatheter. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.